Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient presented with corneal infiltrates located at the arcuate incision site and had entered the anterior chamber approximately three weeks post laser assisted cataract surgery. The patient was noted to have endophthalmitis. Additional information provided by the surgeon states that the patient has corneal thinning over the arcuate incision site. The patient is on an antibiotic eye drop, a topical steroid eye drop, and has been referred to a retina specialist. The patient is improving.